Event description:
The customer reported the au5800 chemistry analyzer generated erroneously high ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The patient demographics were not provided. The customer provided patient data for five (5) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found worn ise sample syringe pump assembly, ise s syringe and contaminated ise tubing. The failure mode was identified as multiple hardware malfunction. The fse performed maintenance/ rebuilt the ise s syringe pump and replaced the ise sample syringe and ise tubing which resolved the issue. No further issues were noted after maintenance and replacement of parts. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. E1 initial reporter first name, last name, email address and phone number will not be provided. Customer personal information is not available due to privacy laws for the country of origin. E1 zip code is as follows: (B)(6) the beckman coulter identifier is (B)(4).